Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and a clot was discovered on the catheter tip. When ablating at 30 watts and flow of 30ml/min, after 30s or longer of ablation, the pump stopped working and the ep-shuttle displayed a message 'low flow". The pump was rebooted and the catheter was checked for charring. A blood clot/coagulum was discovered on the tip of the catheter. Cleaning the catheter tip made the pump work again for some ablations but then the issue appeared again. There was no issue with temperature or flow of the catheter. The generator was in power control mode with temperature cutoff of 48°c and power cutoff of 35w. The patient did not receive anticoagulant. The connection cable between the coolflow pump and stockert was checked but the issue did not resolve. A spare loaner pump was used and the issue was resolved. The procedure was completed with no patient consequence. The physician assessed the coagulum as excessive and as a potential risk for cerebrovascular accident because it was a left-sided procedure; however there was no patient consequence after the procedure. The physician also thinks the problem might have been caused due to reduced flow and an increased power. This event is MDR reportable since clot/coagulum has poor adherence to catheters it can be a potential source of embolism.